Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation. This issue has been identified under the fsn(B)(6) due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a30, germany device was visually inspected and found no evidence of foam degradation, however a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. Additionally, the device's circuit board needs to be replaced to address a log only error indicating humidifier plate reached 95c which is close to blowing tco was discovered in the event log. No repair was performed. The device will be scrapped as per customer request.